Event description:
The customer reported the evis exera iii colonovideoscope had internal defects of the channel, the scope was clogged, it would not function and they could not get a wire in the scope to clean it. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and foreign material was found inside the channel and bending section. Also, evaluation found the rfid label was peeled on the edge, no instrument could be passed through the channel, the auxiliary and instrument channels were leaking, the light guide lens was cracked, the control knob had play, the bending section cover adhesive was cracked, the insertion tube was discolored/scratched, the suction capacity did not meet specification, and the suction cylinder color ring was missing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.